Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, that the implantable cardioverter defibrillator was found to be in backup operation. The patient was brought into the clinic. The device was reprogrammed back to normal setting. The patient was in stable condition.